Event description:
It was reported that a revision surgery was needed to replace screws that backed out of a resonate plate post-operatively.

Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a revision surgery was needed to replace a screw that backed out of the bottom level of a 3 level extra lordotic resonate plate at c4-c7 post-operatively, on (B)(6) 2024. The sales rep reported the locking mechanism was broken and screw backed out. The exact date of the original surgery is currently unknown although the sales rep reported it was less than 1 year prior to the revision. The rep reported that there was no adverse effect to the patient. The surgeon replaced it with the same size plate and 4.6x16mm, variable angle, self-drilling rescue screws. No images are currently available. The screws do not appear to be damaged. They are slightly worn where they came in contact with the plate and/or sliders. No determinations can be made for the cause of the reported issue.